Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to verify low battery alert or power loss alarm due to critical pump error. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.